Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the mid to proximal sections of the stent, struts were stretched in a proximal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-june-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 38x3.00mm, concentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified right coronary artery. After a 3.5mm non-bsc guide catheter was placed and a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2x 5mm and a 3x8mm quantum maverick balloon catheters, a 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was again dilated and buddy wire support was kept, but still the stent was unable to cross. A 3 x 48mm non-bsc stent was used and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.